Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted in the patient after a valve-in-valve procedure. The device history record (DHR) is in process. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. In this case, no patient medical history or information on condition of the device at the time of the procedure has been made available. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a patient with a 21mm aortic valve had a valve-in-valve procedure using a sapien 3 - 23mm 9600tfx valve due to stenosis. The implant duration of the surgical valve was twelve (12) years and five (5) months. The patient was stable throughout the entire procedure and the sapien 3 implantation was successful. No other info available.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe stenosis. The implant duration of the surgical valve was twelve (12) years and five (5) months. Per obtained medical records, the patient presented with nyha class iii congestive heart failure symptoms and critical aortic stenosis. A 23mm transcatheter valve was successfully implanted. The patient was stable throughout the entire procedure and a post op echo showed good valve function. The patient was discharged on post-operative day four.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.